Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of abnormal low voltage alarms during a pump stop event could not be confirmed by review of the submitted log file. The event log file contained data spanning approximately ~6 hours on 04sep2024 (0:36:42 to 6:15:10, per timestamp). Throughout the available data, the pump maintained a speed within the expected range and no pump stops were observed. Abnormal low power hazard and no external power alarms were observed between 0:36 and 2:24; however, these events appear to be consistent with a loss of power to the mobile power unit (mpu), and therefore have been addressed further under the mpu investigation. No low voltage alarms were observed while the system controller was connected to the power module or 14v batteries. The heartmate 3 system controller (serial number: hsc-116790) was not returned to abbott for analysis. The root cause of the reported low voltage alarms could not be conclusively determined through this analysis. Review of the device history record for system controller, serial number hsc-116790, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook covers all alarms (including those associated with low voltage conditions) and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found unresponsive after they called emergency medical services (ems) in respiratory distress. Ems said the ventricular assist device was off with low voltage errors. The customer reported that the low voltage errors were not in the log files and that the patient was brought to the center without batteries connected. Log files were sent for review. No external power events were recorded on 04sep2024 while connected to mobile power unit (mpu) power from ~ 0:36:42 - 2:24:31. It was noted that there may have been similar events recorded earlier however data prior to 04sep2024 0:36:42 had been purged and replaced with newer data. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event. The system controller¿s power source was changed from mpu power to battery power at ~ 04sep2024 2:58:16. The system controller¿s power source was then changed from battery power to power module at ~ 04sep2024 3:02:35. Between that time and the time log files were downloaded, there had been a few other power source changes from power module power to battery power and vice versa. The recorded data indicated that the system controller was able to maintain pump speed throughout this history. The patient's family decided to move forward with comfort care. The patient passed away on (B)(6) 2024 as soon as the lvad was off. An autopsy was to be done.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The events leading up to being found were unknown. The mpu was confirmed to have a v-lock connector on the ac power cord. The ac power cord did not come loose from wall outlet or the back of the unit. There were no reported environmental circumstances that would have affected ac power at the time of the event. The cause of death/ details leading up to death included shock, right ventricular (rv) failure, and ventricular tachycardia (vt) with shocks. The death was not considered device related. It was reported that the patients rv failure did not exist before lvad implant. It was unknown if the device contributed to rv failure or worsening rv failure. However, it was noted that the patient had a history of ventricular tachycardia pre-lvad. It was unknown if the vt in this event was device related. The patient had an implantable cardioverter-defibrillator (ICD) implanted prior to the lvad. It was unknown if the device operated as expected.

Manufacturer narrative:
B5: additional information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.